Manufacturer narrative:
The customer does not want the unit to be repaired at this time. The field service engineer (fse) indicated that the customer stated that they will contact the fse if they decide to move forward.

Event description:
The customer reported that the unit would not power on. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.

Manufacturer narrative:
The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the unit would not power on. Through follow-ups, customer indicated that there was no patient involvement.